Event description:
It was reported by service report that the power inlet module was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: damaged power inlet module.